Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to the lesion with a non-bsc guide extension catheter; however, a strong resistance was encountered at the exit port of the guide extension catheter. The device was removed from the patient's body and the distal part of the stent was found to be lifted. The procedure was completed with a 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.25x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent had moved 9mm distally on the balloon. Struts were severely damaged; bunched, overlapping and distorted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. A 0.014'' guide wire was inserted into the port and exited through the tip with no issues or resistance met. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to the lesion with a non-bsc guide extension catheter; however, a strong resistance was encountered at the exit port of the guide extension catheter. The device was removed from the patient's body and the distal part of the stent was found to be lifted. The procedure was completed with a 2.25 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.